Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was getting a feeling of "a thousand bugs crawling up and down their left shoulder and neck" and tingling on the left side of their body where their newest stimulator was implanted on (B)(6) 2021. The patient said they have told their doctor about this and the doctor put them on gabapentin but, the patient said that is a dangerous drug. Reviewed it is a medical decision to turn dbs off and if it is medically appropriate and by working with their doctor, they may have the potential to try turning stim off to see if the feeling resolves or not. The patient said they have turned stim off in the past and they started shaking they almost could not turn stim back on, that possibility scares them. The patient confirmed they were successful to turn stim back on and the shaking resolved. Redirected patient to continue working with their doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were having a tingling sensation from the implant site and shoulder blades to the base of their neck, when they described as feeling like ¿a thousand bugs crawling¿ underneath their skin. The sensation was sporadic and occurred while therapy was on. The consumer told their physician about this who gave them gabapentin, but the medication made them feel sick.